Event description:
Patient had a davol surgical mesh implanted in (B)(6) 2011, for the treatment of an inguinal hernia. Right after surgery, she began experiencing groin pain, leg pain, nerve pain, numbness, stiffness and limited mobility. She is currently unable to work full time. She has been undergoing physical therapy, body massages, and treatments from a neurologist, primary care doctor, and surgeon. She has been placed on motrin, which she does not like as she says it is not good for her body. She had an MRI done in (B)(6) 2011 and has been scheduled for a nerve conductor examination.